Event description:
Healthcare professional reported, deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: crease is observed, white particles in device outer surface are observed, brown particles in device outer surface are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.